Manufacturer narrative:
A field service engineer (fse) spoke with the customer on the telephone, and the customer stated the wash probe was missing a tip. The fse had the customer install a new tip on the wash probe and reanalyze controls. Control results passed with no issues. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30nov2018 to aware date (B)(6) 2019. Two other similar complaints were identified during the search period. The st aia-pack intact pth analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, two levels of controls are run in order to accept the calibration curve. · the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The probable cause of the issue is attributed to missing tip on the wash probe. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported controls were out of range for free thyroxine (ft4), triiodothyronine (tt3), testosterone (test), cancer antigen 27.29 (ca 27.29), and intact parathyroid hormone (ipth) while using mas control on the aia-2000 analyzer. The customer made fresh controls using the same mas lot, but the error persisted. Service was requested. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.